Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, broken battery tube threads and cracked case at display window corner.

Event description:
It was reported that the customer's insulin pump had cracks by the reservoir and battery compartments which led to a piece of the insulin pump falling off. The customer's blood glucose level was between 72 and 218 mg/dl. Standard troubleshooting was performed. The customer is unaware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.